Event description:
The pt underwent carotid stenting in 2005, during which an rx accunet 5.5 was used and an rx acculink stent was placed. The pt was discharged in the following day, the pt was admitted to regional medical center the next day, after complaining of chest pain, which began the evening the following day. The pt was diagnosed with an mi, and is currently an in-pt.